Event description:
PICC line inserted for delivery of contrast for radiology procedure. When staff began injection of 20 cc of contrast, the PICC line tip split. Additional info: the catheter tip split was subcutaneous. The pt was not injured. No other info available. Additional info from the user facility report: title: xxxxx. What was the original intended procedure? Injection of 20cc of contrast via PICC line. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for eval. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Additional info from the user facility report: (B)(4).